Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an unspecified error message issue in which the adc device experienced communication errors with the customer's phone were reported. As a result, the customer was unable to obtain readings. The customer indicated that they experience hypoglycemic symptoms of sweating, shakiness, and almost "passing out". Adc customer service successfully contacted the customer to gain additional details regarding this event. There was no report of third-party treatment or self-treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.